Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge would not fit onto the pump. The user successfully loaded a new cartridge. Reportedly, the user's blood glucose level was 94 mg/dl.